Event description:
Unomedical reference number (B)(4). Event occurred in finland on (B)(6) 2024, patient faced incident of infusion set tubing leaks within past 1-3 days. Patient reported that tubing did not come apart. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).